Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: leaking consistently occurred after the valve was flushed with saline. Some did not leak immediately upon connection, but began leaking as soon as flushed with saline. 100% saline was used for flushing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Based on the data from our investigation, the exact root cause of the leakage could not be determined. Retained units for the reported batch numbers were visually examined, and no defects were found. The retained valves were also tested for minimum and maximum back pressure per specification with passing results. A video was provided for evaluation. Although leakage was identified in the video, it was noted that the leakage was likely not caused during the b. Braun manufacturing process. Review of the discrepancy management system (dsms) database performed for the reported lot numbers revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.